Event description:
It was reported that patient presented in clinic for a normal follow up showing externalized conductors on the rv lead. Patient was asymptomatic. No electrical anomalies were detected. Lead was capped. Patient is well.